Event description:
This will be filed to report a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a chordal rupture. An xtw clip was inserted, but one of the grippers was unable to raise. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the physician decided to remove the clip was replace it. One clip was then deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
In this case, the returned device analysis found a broken gripper line and was able to confirm the reported single gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single gripper actuation issue was a cascading event of the broken gripper line. The investigation determined the broken gripper line may be related to a potential product quality issue, therefore, exceptions are referenced. This complaint is within the scope of two exceptions as the complaint description and device codes match the specific issue described in the exception. Abbott will continue to trend the performance of these devices.